Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with acceptable results. Qc was acceptable. "Sample probe: abnormal aspiration" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The field service engineer (fse) found the internal standard (is) was contaminated. The bottle was replaced and the system was primed. The fse cleaned the flow path and completed maintenance. The fse found liquid remaining in the mixing vessel after aspiration. The vacuum nozzle was replaced. Ise checks, precision testing, calibration and qc were all acceptable. The service actions (replacing the vacuum nozzle) resolved the issue.

Event description:
The initial reporter complained of calibration issues and discrepant results for 2 patient samples tested for ise sodium electrode (na) on a cobas pro ise analytical unit. Patient 1 initial result was 149 mmol/l. The repeat result was 141.8 mmol/l. Patient 2 initial result was 153 mmol/l. The repeat result was 142.4 mmol/l. The initial results were questioned by the doctor as they did not correspond to the na results from the previous day. The repeat results were from a different cobas pro ise analyzer and were believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.